Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there is no screen image. The customer did not state if a pt harm occurred.